Event description:
On (B)(6) 2014, the subject ICD was implanted with a volta 1cr65 lead. Two years after, on (B)(6) 2016, the patient received an inappropriate shock. During the follow-up dated (B)(6) 2016, it was noticed that occasionally the continuity of the coil was < 200 ohms and low values of pacing impedance were found after checking the aida memories. On (B)(6) 2016, the system whole system was explanted and replaced by a new one.

Event description:
On (B)(6) 2014, the subject ICD was implanted with a volta 1cr65 lead. Two years after, on (B)(6) 2016, the patient received an inappropriate shock. During the follow-up dated (B)(6) 2016, it was noticed that occasionally the continuity of the coil was < 200 ohms and low values of pacing impedance were found after checking the aida memories. On (B)(6) 2016, the system whole system was explanted and replaced by a new one.